Event description:
It was reported that 10 days after implantation of a 2.5 x 12 mm taxus express2 drug eluting stent, in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending (lad). A pre-intervention in-stent restenosis of 70% was reported (stent not specified). The lesion was dilated with a 2.0 x 15 mm maverick balloon. A 2.5 x 12 mm taxus stent was then deployed at 12 atm in the lad. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The pt rec'd heparin and nitroglycerin during the procedure; and plavix, aspirin, tricor, zocor, norvasc, zoloft after the procedure. It was reported that there were "no complications." The pt presented 10 days after the initial procedure with "unstable angina," an "acute myocardial infarction," and a 100% in-stent restenosis with timi grade 0 flow in the mid lad. Percutaneous transluminal coronary angioplasty was performed using a 2.5 x 20 mm maverick balloon. Subsequently, a 2.5 x 12 mm taxus stent was deployed at 12 atm in the mid lad in the region of the lesion. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The pt rec'd integrilin, heparin, and lasix during the procedure; plavix, aspirin, tricor, zocor, and norvasc after the procedure. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8938508 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.